Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional testing found the sample was inflated with air, the cuff only inflated one side. According to the instruction for use, the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the time the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a tracheostomy patient being managed for a postnatally diagnosed polymalformative syndrome and when changing the tracheostomy cannula, during the cuff inflation test, the nurse realized that the cuff didn't inflate despite several attempts to inflate the cuff. It was reported that there was no clinical consequences for the patient.